Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 338 mg/dl at the time of incident. The customer was treated with intravenous in the hospital and with injections. Customer stated that the insulin pump was clogged. The customer was using the insulin pump within 48 hours of event reported. Based on customer¿s report customer did not allege under delivery. Insulin pump was on auto mode. Insulin pump had lots of blocked alarms. Customer stated that they feel ok to do troubleshooting for high blood glucose. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.